Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via sr. Inbox that customer experienced excessive no delivery alarms. Customer was not able to hear alarm. Customer changed infusion sets three times and went to the emergency room on (B)(6) 2015 with blood glucose of over 600 mg/dl. Customer was treated with two bags of fluids. Customer's blood glucose at the time of release was 329 mg/dl. It was reported that troubleshoot was performed and customer was advised to change infusion set. Replacing infusion pump was requested by customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.